Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-13537. Manufacturer report number: 2017865-2019-13538. It was reported that the patient presented in clinic for follow up after taking two weeks of antibiotics due to possible infection. Upon evaluation, the patient's pocket was red and pocket infection was observed. The cause of the infection was unknown. The physician opted to undergo a prophylactic explant of the system. The patient presented for extraction procedure on (B)(6) 2019. The pacemaker, right atrial lead, and right ventricular lead was explanted. The patient was stable post procedure.